Event description:
It was reported to philips that, after a sound was heard, the fluoroscopy images became blurry and a fluoroscopy-related error was displayed. The system was in clinical use when the issue occurred. No harm to patient or user was reported to philips. Philips has initiated an investigation of this complaint.